Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the bisector was not energized for cauterization. A second bisector was connected with the same result. The staff then placed the bipolar cord and opened a third bisector for the procedure and the procedure was completed. The hosp did not report any pt complications. This report is for the second bisector.

Manufacturer narrative:
Investigation results: no visual non-conformities were found on the returned bisector. Resistance measurements were within its specifications. The reported failure could not be confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).